Event description:
It was reported that the patient presented for a scheduled procedure. Prior to procedure, it was noted that the right atrial (ra) lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. The ra lead also had poor sensing values of the patient's intrinsic rhythm. The ra lead was capped and replaced on (B)(6) 2022. There were no patient consequences reported.